Manufacturer narrative:
The product was not returned; however, a radiographic image was provided. Review of the provided image shows two implanted swanson devices with grommets.

Event description:
It was reported that the patient underwent a surgical procedure with grommets implanted in the right thumb and index finger mp joint. Allegedly, the patient has complained of pain and swelling in the insertion site as well as being feverish since the surgery. X-rays did not indicate any problems. Crp was negative. The patient took antibiotics (flomox) but it was not responding. The patient is undergoing testing to see if there is an allergic reaction to silicon or titanium.

Event description:
The patient underwent allergy testing with a skin patch. The test result is negative. The pain at the thumb is improving.